Manufacturer narrative:
The n15s03 buzz nonstick was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. Definitive root cause cannot be determined. The issue of failing insulation testing may be the result of damage to the insulation. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 2523190-2021-00146. A facility reported that n15s03 buzz nonstick forceps failed the integrity testing and sparks. There was no patient injury reported and delay in surgery is unknown.